Event description:
It was reported that approximately fourteen weeks post implant of an implantable pulse generator (ipg) system, the patient believed they experienced premature ventricular contractions (pvc). The patient also reported that approximately five weeks prior during a device check a battery longevity estimate of fifteen years was given, however in a more recent check, a battery estimate of eight years was noted. The patient reported that their heart rate was mostly between forty-nine and one-hundred, however the ipg's lower rate set to fifty. It was also noted that the patient's attempt to send a manual transmission took approximately twelve hours. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.